Manufacturer narrative:
Investigation evaluation: two products said to be involved were returned in opened boxes from the lot number provided in the report. The label matches the products returned. Device #1 - our laboratory evaluation of the product said to be involved confirmed the report. The only portion of the device returned was the two-way handle. The loading catheter, trigger cord, barrel with six (6) bands and irrigation adapter were not included in the return of the device which made it difficult to perform a complete evaluation. A functional test was performed on the two-way handle. It was observed that the handle wheel performed as intended when placed in the two-way position (rotated in both directions), however it could not be placed in the firing position and did not function as intended. During a visual examination of the handle wheel assembly, it was observed that the roller clutch located in the groove of the firing position was protruding instead of fitting snugly inside the black molded portion of the handle. During our laboratory investigation, the roller clutch was pushed back inside the groove and it was observed that the handle could be placed in the firing position and functioned as intended. The handle wheel assembly was disassembled to measure the inner diameter of the groove at the firing position and the diameter of the roller clutch. It was determined that the device was within specification. It is unknown at what stage the two-way handle stopped functioning as intended and it is possible that this could have contributed to premature deployment of bands. Device #2 - our laboratory evaluation of the product said to be involved confirmed the report. The only portion of the device returned was the two-way handle. The loading catheter, trigger cord, barrel with six (6) bands and irrigation adapter were not included in the return of the device which made it difficult to perform a complete evaluation. A functional test was performed on the two-way handle. It was observed that the handle wheel performed as intended when placed in the two-way position (rotated in both directions), however it could not be placed in the firing position and did not function as intended. During a visual examination of the handle wheel assembly, it was observed that the roller clutch located in the groove of the firing position was protruding instead of fitting snugly inside the black molded portion of the handle. During our laboratory investigation, the roller clutch was pushed back inside the groove and it was observed that the handle could be placed in the firing position and functioned as intended. The handle wheel assembly was disassembled to measure the inner diameter of the groove at the firing position and the diameter of the roller clutch. It was determined that the device was within specification. It is unknown at what stage the two-way handle stopped functioning as intended and it is possible that this could have contributed to premature deployment of bands. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the condition of the two-way handle (roller clutch portion of the handle not in the correct position) for both returned devices may have contributed to the reported observation. It is unclear when the roller clutch portion of the handle dislodged from the molded handle body. If the handle could not be placed in the firing position and remained in the two-way position this could have contributed to the premature deployment. The instructions for use advise the user prior to using the device: ¿examine features of handle. It has two positions which control rotation.¿ the instructions for use also advise the user: ¿with handle in two-way position, introduce endoscope into esophagus. After intubation, place handle in firing position.¿ rapid rotation of the ligator handle can contribute to premature band deployment. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. The instructions for use direct the user: "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment." Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. Premature deployment can occur while winding the trigger cord. The instructions for use caution the user: "with handle in two way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligator are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. When the first band was shooting, the rest of the band was released themselves [premature deployment]. They finished the procedure using a single band. The physician was so upset, he threw out all components except the handle.